Manufacturer narrative:
E1/establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service or maintenance, no image appeared due to a scope communication error (b30 and e216) on the bronchovideoscope. There was no reported patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and was able to confirm the customer failure of 'no image¿ but was not able to confirm the customer failure of 'error b30/e216'. A definitive root cause could not be determined. However, the investigation concluded that the issue of no image was due to image malfunction, though the specific origin¿such as design, manufacturing, or component¿could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.